Event description:
It was reported that the monitors on the 2600 sys would 'flicker" and intermittently the sys would reboot. This happened during a case, however the case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided the following components have been requested. Motherboard, power supply and a scan converter pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.